Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va21gyq implanted: (B)(6) 2019 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 02-aug-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that since the date of implant they hadn't experienced any improvement in symptom control. They said that the trial worked very well however said that since received the implant, it never really helped with the symptoms. They said that healthcare provider didn't think that the lead was in the right place so they had it replaced, about a year after received implant. They said it could have been two years after. They didn't remember the exact date. They said that since they received the implant they had been seeing manufacturing representative's (rep) at their doctor's office for reprogramming however nothing helped. They said that there was a rep at the revision.